Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays fan failure, motor fault, and ventilator inoperable alarms. The customer performed troubleshooting; but the issue was not resolved. The issue occurred during patient use, the customer reported the unit was switched out for another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect power supply assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due the input and output of u400. The u400 is failing and not producing a stable output voltage. This issue will be internally investigated within carefusion.